Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged possible due to twiddler's syndrome. The lead was repositioned. No patient complications have been reported as a result of this event.